Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) reported that their recharger paddle and relay box have been getting warmer than normal while charging their implant. The pt said that the recharger paddle has done this off and on for quite a few months. Pt said a couple of times last week and the week before, they would wake up and their stimulation would be off for some reason and "it" still had charge; it was understood the pt was saying the implant still had charge and their stimulation was off. Pt said one morning they woke up and they still had 60% charge showing on the controller. Pt said on friday they started receiving "rm03" messages on their controller while charging their implant. Pt saw no visible damage to the recharger or controller contacts. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt will call patient services (ps) back if issue persists. Pt will also monitor stimulation turning off on it's own and implant battery percentages. Ps reviewed implant depletion and stimulation turning off with the pt.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins), for unknown indications for use. It was reported, that the patient (pt) reported, that their recharger paddle and relay box have been getting warmer than normal, while charging their implant. The pt said, that the recharger paddle has done this off and on for quite a few months. Pt said, a couple of times last week and the week before, they would wake up and their stimulation would be off for some reason and "it" still had charge. It was understood, the pt was saying, the implant still had charge and their stimulation was off. Pt said, one morning they woke up and they still had 60% charge showing on the controller. Pt said, on friday they started receiving "rm03" messages on their controller, while charging their implant. Pt saw no visible damage to the recharger or controller contacts. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt will call patient services (ps) back if issue persists. Pt will also monitor stimulation turning off on it's own and implant battery percentages. Ps reviewed implant depletion and stimulation turning off with the pt.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(6), product type: recharger. H3: analysis of the recharger (product ID: 97755, serial#: (B)(6)) found it failed the antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.